Manufacturer narrative:
After battery installation, the middle (enter), left keypad buttons did not respond to keypad presses due to flattened dome switch (crease). Unable to perform displacement and self tests due to the keypad anomaly. Unit had cracked keypad overlay. Unit p-cap / test reservoir does lock in place properly and no anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that retainer ring was cracked. Customer stated the insulin pump had neither bumped nor dropped. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.